Manufacturer narrative:
Date sent to the FDA: 03/03/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified additional h-3 summary: actual: one open samples of product with lot number ldb995 was received for evaluation. During the visual inspection of the sample, the printing image on the tip needle, shows a triangle full of ink. Due to this condition a further investigation was performed, and the graphics used is correct according to manufacturing dates and finished drawing. The graphic used on the lot number ldb995 is version 11. In addition, the needle rmc assigned to this lot number is (fs032224f) needle sales type fs-3, 3/8 circle, cutting edge reverse. Also, the printing image on the paper lid shows the body geometry needle of the lot number ldb995. The version of the product code is release in our system and is sold in different countries. According to visual inspection and further investigation result the printing information is correct in the sample. Photo: one picture was provided for analysis. Upon visual inspection of the photo, the printing image on the tip needle, shows a triangle full of ink on the sample identified with the lot number ldb995. However, no conclusion could be reach as the sample was not returned for analysis at that time.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the product quality issue? Please provide specific complaint details. All the information are provided on the event description. A photo has been received for analysis. Note: event reported in 2210968-2020-00786 and 2210968-2020-00787.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted incoherent information between labels on f2435 shuttles for the same product code. Different needles were noted on the label. There were no adverse patient consequences reported. No additional information was available.